Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4).

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 140 to 150 mg/dl. Testing performed every other day. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 210 mg/dl and 200 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/25/2018 and open vial date is one and a half months. Recall test results performed fasting from meter memory (date / time not set): 218mg/dl (B)(6) 2015 10:06 pm; 176mg/dl (B)(6) 2015 02:37 pm; 274mg/dl (B)(6) 2015 05:40 pm; 175mg/dl (B)(6) 2015 12:00 pm; 175mg/dl (B)(6) 2015 10:44 pm. Adverse event not reported.